Manufacturer narrative:
(B)(4). Follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. An eye clinic reported one patient that experienced an eye infection and a decrease in vision after an intravitreal injection of vabysmo. The patients eye was tested positive on staphylococcus aureus.¿ investigation at supplier side: the complaint has been assessed as ¿moderate risk¿. There is no adverse event. No further investigation is needed. This notification serves for information only.

Event description:
An eye clinic reported one patient that experienced an eye infection and a decrease in vision after an intravitreal injection of vabysmo. The patients eye was tested positive on staphylococcus aureus.¿ investigation at supplier side: the complaint has been assessed as ¿moderate risk¿. There is no adverse event. No further investigation is needed. This notification serves for information only.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.